Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was not confirmed; however, a leak was confirmed. The difficulty advancing could not be confirmed as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. A cine was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the location of the noted resistance is unknown. However, it is visualized that there are several stents proximal and lesion calcification that could be contributing factors with this event. Based on the information provided, a conclusive cause for the difficulties could not be determined. It may be possible that the resistance encountered during advancement was the result of interaction with the previously implanted stents and/or lesion calcification. Additionally, it may be possible that while attempting to position the balloon within the lesion against resistance, stress may have been applied to the outer member causing displacement within the sidearm resulting in loss of pressure and ultimately leaking, as observed on the returned unit. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 70% stenosed and tortuous lesion in the distal posterior tibial artery. Resistance was felt when advancing a 1.5x120mm armada 14 balloon catheter and the balloon ruptured during the first inflation. The procedure was successfully completed with a new 1.5x120mm armada 14 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.